Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g998usqsjhzb1. Hardware: sm-g998u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels rose to 285 mg/dl while wearing the pod, with a discrepancy noted between the cgm reading (209 mg/dl) and a fingerstick measurement (285 mg/dl). Due to this, the patient sought medical attention on 16 april. Upon removing clothing, it was observed that the cannula was not inserted into the skin and was found to be bent. The patient reported smelling insulin, indicative of insulin leakage. Medical advice was limited to routine assessment, and no additional diagnosis, intervention, or escalation of care was required. The partner has been notified regarding the blood glucose reading discrepancy.